Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on tester the device failed cross pace. When checked using oscilloscope it was observed excess energy was transmitted during cross pace. Several components on the main board were replaced and the device continued to fail the cross pace. It was unable to identify which component causes the failure of the cross pace. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) displayed an error message indicating a loose connection. The error message did not appear on the screen. The epg failed the incoming functional test, cross-pacing ventricular (v) pace energy, attributed to a non-functioning printed circuit board assembly(pcba). Additionally, the hanger and seal assembly was worn, and the lower case was found to be broken. The patient cables were checked, and no abnormalities were found. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests with no visual or electrical anomalies, and the device conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error message indicating a loose connection. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.